Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer's blood glucose level was not adversely affected and did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump, and as the malfunction did not recur, they were advised to continue using the pump and to call back if the issue arose again.